Event description:
It was reported that the patient experienced a syncopal event at work. The patient's right atrial (ra) lead had become dislodged, resulting in the patient experiencing ventricular fibrillation (vf). The ra lead was repositioned and remains in use. The patient was a participant in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.